Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abnormal aortic aneurysm in 2002. It was reported that the iliac arteries were tight and diseased with moderate tortuosity and severe calcification. It was reported that, after successful deployment of the stent grafts, the iliac arteries were dissected bilaterally when the sheaths were removed from the pt. Two 16 mm diameter x 8.5 cm length iliac stent grafts were implanted bilaterally to repair the dissections. It was reported that the pt died postoperatively on an unknown date, possibly due to bowel infarction.